Event description:
It was reported that the health care professional (hcp) called technical services (ts) for programming this pacemaker system into magnetic resonance imaging (MRI) protection mode. Ts noted this pacemaker system was MRI conditional, and all impedances and measurements were within normal limits. It was also noted the right ventricular (rv) lead was programmed to unipolar due to it not capturing in bipolar. This pacemaker system remains in service and no adverse patient effects were reported.

Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.